Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not run on alternating current power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has verified good power to the power supply but no voltage out. The rse provided the customer with parts ID for the power supply for the repair. Per good faith effort (gfe), it was confirmed by the customer that the power supply was ordered and replace and did fix the issue. The unit was put though the verification testing, and the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.